Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose level was unknown. The customer also stated that there was condensation underneath the screen. The customer also stated that the insulin pump is still functioning. Troubleshooting was performed. The customer also stated that there was fluid under the display. The insulin pump will be returned for analysis.